Event description:
The manufacturer received a voluntary medwatch (mw5102395) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient stated, "I passed out at home due to issues from not using my CPAP machine for 2 weeks due to the recall of the philips dreammachine. I have not been sleeping well and wake often to find myself not breathing. I then take deep breaths until I can fall asleep again. This has been taking place for the last 2 weeks since the recall". There is no allegation of serious or permanent harm or injury. The patient did not specify medical intervention. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.